Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system two hours after the implant procedure. There was oversensing of wandering baseline noise in the primary vector. The physician elected to turn off therapy from this system and give the patient a life vest while extending the patient's stay at the hospital. After a few days, the noise could not be reproduced by provocative maneuvers in each vector. Air entrapment was suspected but evidence suggests that this has been resolved and therapy was turned back on. An x-ray was taken to attempt to localize the air entrapment. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system two hours after the implant procedure. There was oversensing of wandering baseline noise in the primary vector. The physician elected to turn off therapy from this system and give the patient a life vest while extending the patient's stay at the hospital. After a few days, the noise could not be reproduced by provocative maneuvers in each vector. Air entrapment was suspected but evidence suggests that this has been resolved and therapy was turned back on. An x-ray was taken to attempt to localize the air entrapment. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, an additional inappropriate shock was delivered by this s-ICD system due to oversensing of noise. It was also noted that there was wandering baseline and signal saturations. After the shock, the signal returned to normal with no noise detection. Technical services (ts) recommended system evaluation and troubleshooting including x-rays, programming, and isometrics. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.